Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects embolism and death are listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that 3 days after the rx acculink stent implantation in the left internal carotid artery, the patient collapsed and died at home. Pulmonary embolism is suspected to be the cause of death. No additional information was provided.